Manufacturer narrative:
Subject: qv otc caller reported did not follow IFU and put dry test strip into nostrils; reported feeling a little irritated but not seeking medical attention at this time -- tss advised to monitor irritation; call back if medical attention was sought out. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Qv otc caller reported did not follow IFU and put dry test strip into nostrils; reported feeling a little irritated but not seeking medical attention at this time -- tss advised to monitor irritation; call back if medical attention was sought out.